Event description:
Hamilton medical ag received the following event description: during ventilation, the device generated tf 5510 and 5511. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the investigation outcome. It was reported the during ventilation, the device generated tf 5510 and 5511. No harm to the patient was reported. Additionally, the logfiles have not been received for analysis. A replacement sensor board was provided to the user to address the reported issue. According to the information received, this resolved the issue. Hamilton medical considers this case closed.